Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: 4542, competitor lead; implant: (B)(6) 2007; model: unknown, competitor lead; implant: (B)(6) 2002.

Event description:
It was reported that during a implantable cardioverter defibrillator (ICD) change out procedure it was discovered that the superior vena cava (svc) coil of the right ventricular (rv) lead had high impedance levels. It is noted the rv coil and pace/sense portions of the right ventricular (rv) lead performed within normal limits. The svc pin was plugged into the svc port of the new device, and the svc channel was deactivated in the new device. Testing was completed with the new device to ensure adequate defibrillation safety margins. The rv lead remains in use and no patient complications have been reported as a result of this event.